Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 459 to 516 mg/dl on (B)(6) 2016. Customer called again on (B)(6) 2016 and indicated that they had high blood glucose of over 500 mg/dl but that they read their sensor glucose instead of their blood glucose. Further troubleshooting was declined by the customer.